Manufacturer narrative:
This is a final report filed, this type of event is addressed in the device labeling.

Event description:
Per the audiologist, in late 2008 (dates not reported) the pt was seen two times to program the sound processor. Both times he was unresponsive to sound stimulation. Imaging determined the electrode array was outside of the cochlea. The pt's device was explanted in early 2009, and a new device was reimplanted during the same surgery.